Manufacturer narrative:
(B)(4). This complaint is for a report of a system error 2367. This complaint was not confirmed in the lab due to a lack of a sample. The lot number is unknown therefore a batch review was not performed. There was not enough data within the complaint information to identify root cause. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2367 alarm that occurred on the home choice (hc) unit during dwell 1. The technical service representative (tsr) assisted in clearing the alarm and advised the hp to start over with new supplies. The tsr reviewed the alarm log and no other alarms were found. The patient was involved but there was no patient injury or medical intervention reported. A follow up was made via phone call. The home patient (hp) has continued therapy with no injury or medical intervention as a result of this incident. The hp confirmed they started over with new supplies and had discarded the sample.